Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: during investigation, the pump¿s display was found to be blank. A leak test was performed and a leak was found at a battery compartment crack and in the pump case near bottom right corner of display lens. Further testing was not able to be performed due to the blank display screen. The complaint of a flashing display was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a flashing display issue and moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.